Manufacturer narrative:
Initial.

Event description:
It was reported that the user applied a new dexcom g7 sensor that connected to the dexcom app but did not initially connect to the ilet, consistent with a communication/pairing issue between the cgm sensor and the ilet receiver. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alerts or alarms and no need for medical care. Investigation included guided troubleshooting and education, including toggling the ilet cgm setting from g6 to g7 and entering the sensor pairing code. Investigation of this case revealed that the sensor successfully connected to the ilet after the configuration change, indicating resolution of a temporary pairing/setup issue without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue resolved through standard troubleshooting.